Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found two stent struts raised in the middle of the stent profile. This type of damage is consistent with the stent encountering resistance during withdrawal attempts. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 24-jan-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right femoral artery. The eccentric, de novo target lesion containing a bend of >=90 degrees was located in the severely tortuous and mildly calcified left circumflex (lcx) artery. Following pre-dilatation, a 3.00x38mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion. The procedure was then completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.